Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error code. The e-5 error occurred when the blood sample was absorbed. The customer was using proper testing technique. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-5 using truemetrix go meter. At the time of the call the customer reported feeling sluggish; medical attention was not needed at the time of the call.

Event description:
Consumer reported complaint for e-5 error code. The e-5 error occurred when the blood sample was absorbed. The customer was using proper testing technique. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-5 using truemetrix go meter. At the time of the call the customer reported feeling sluggish; medical attention was not needed at the time of the call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI#(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: after qc evaluate review the complaint mlurc was change on section h10.